Manufacturer narrative:
The reported complaint of the autopulse platform sn (B)(6) not retracting the lifeband was confirmed in the archive data and during functional testing. The platform's archive showed that the autopulse platform displayed multiple user advisory 02 (compression tracking error) around the customer's reported event date. During device inspection, the autopulse platform repeatedly stopped compressions and displayed ua17 advisory messages. Technical investigation indicated that the likely root cause of the reported complaint and the intermittent ua02 and ua17 advisory messages was the defective drivetrain motor. During functional testing with a large resuscitation test fixture (lrtf), the autopulse platform performed a few compressions and then stopped repeatedly due to user advisory 17 (max motor on-time exceeded during active operation). The autopulse did not reach the target depth within the specification. The drivetrain motor brake gap was inspected and verified to be within the specification. To resolve the reported complaint and intermittent occurrences of the ua02 (occurred around the customer's reported event date) and the ua17 advisory messages (occurred during the functional inspection), the defective drivetrain motor will need to be replaced. Zoll is awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for the autopulse platform with sn (B)(6).

Event description:
The customer reported that the autopulse platform sn (B)(6) does not retract the lifeband. No further information was provided. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.